Event description:
Equipment failure of blender in l&d room, o2 not being supplied - no alarm or indication that o2 not working. Potentially led to patient needing intubation, however, unable to identify as sole reason for intubation due to patient condition.